Event description:
Procedure: lap gastric bypass in the middle of the firing process, the instrument got stranded and it was not possible to either open or close it. The surgeon had to do an incision in the patient's abdomen to remove the instrument (laparotomy). Antibiotics were given to avoid infections. A new instrument with dlu used to reinforce previous firing. No further patient injury reported.